Manufacturer narrative:
(B)(4): investigation/evaluation the complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. During the course of the investigation, a review of the complaint history, quality control, specifications, trends, instructions for use (IFU), and drawings was conducted. The IFU states intended use, contraindications, warnings, precautions, and instructions for use. Under "instructions for use" note: if resistance is noted tactilely or visually under fluoroscopy, determined the cause and take action necessary to relieve the resistance. Advancement and withdrawal of the wire guide should be performed slowly and carefully. Since this device is inspected for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport, it is plausible to suggest that patient condition made manipulation of the wire guide difficult. Thus, resulting in damage when the force exceeded design specification during a procedurally related event. The appropriate internal personnel have been notified and we will continue to monitor this device. Per the quality engineering risk assessment, no further action is required.

Event description:
It was reported that during a peripheral intervention procedure, an occlusion was noticed in the patient at the takeoff of the anterior tibial vessel. The physician could not cross the occlusion. Thus, the wire got bundled up at the site of the occlusion. The physician attempted to pull back the wire. Upon pulling back on the wire, the tip of the wire broke off. The broken portion of the wire remains in the patient.

Manufacturer narrative:
(B)(6). The event is currently under investigation.

Event description:
It was reported that during a peripheral intervention procedure, an occlusion was noticed in the patient at the takeoff of the anterior tibial vessel. The physician could not cross the occlusion. Thus, the wire got bundled up at the site of the occlusion. The physician attempted to pull back the wire. Upon pulling back on the wire, the tip of the wire broke off. The broken portion of the wire remains in the patient.